Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an edwards field clinical specialist, during a tavr procedure, a 29mm sapien 3 valve was deployed in the native aortic position. During valve deployment, the commander delivery system balloon ruptured. The delivery system was removed without issue. Mild paravalvular leak was reported post valve deployment. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection of the device revealed the balloon burst was radially and longitudinal. The distal wings were flared out and some of the balloon material was separated and not returned. Due to the nature of the complaint, no functional testing was able to be performed. Dimensional analysis of the inflation balloon single wall thickness was performed. All measurements met specification. Review of the provided imagery revealed calcification was present in leaflets. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In this case, the complaint for 'failure - balloon burst' and 'system components separate during use - balloon' were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. As it was reported, 'delivery balloon ruptured during valve deployment. Valve was deployed successfully without complication to the patient.' Upon review of the provided imagery, calcification was present in leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the observed balloon separation. The available information suggests patient factors (calcification) contributed to the balloon burst, while procedural factors (withdrawal of burst balloon) contributed to the component separation. This event reports a balloon burst during thv deployment and component separation that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.